Event description:
The dexcom g7 is totally useless. It cannot be applied to my underarm as is required because the applicator is too awkward for my grip. The size of the canister is too large and the button to trigger the application is too difficult to press. Once I was able to apply the sensor, after 15 minutes of frustration, it fell off later in the week. I have had this happen 3 times previously. I called customer service and was hung up on. When I first used the g6 customer service was very pleasant. This sensor itself has no benefit or advantage over the g6 which is no longer going to be offered to consumers. I patiently tried to use the new g7 but after a long, frustrating 4 month experience, I have had enough. The company itself has no resources to share these complaints with and will only offer a replacement of a defective, inadequate device. I rely on the dexcom to alert me of low blood sugar occurrences while I am sleeping. I no longer have that protection.